Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch will be submitted upon completion of this activity. Clinical investigation: based on the information provided, a probable association between the 2008t hemodialysis (hd) machine leak and the event of hypotension cannot be ruled out.

Event description:
The user facility reported that the blue dialysate tubing split allowing dialysate to leak while a patient underwent a hemodialysis treatment. The split occurred at the clamp that secures the tubing to the back of the hydraulic assembly. Reportedly, the resultant dialysate leak, caused the patient¿s blood pressure to drop quickly from 140¿s systolic to 77 systolic, and then the patient¿s blood began to clot. The user facility was not able to say whether the machine generated any audible or visual alarm at the time the event occurred. The patient was placed in a trendelenburg position and a 200ml bolus of normal saline solution was administered. The patient was also placed on oxygen via a nasal cannula. The patient¿s oxygen saturation is not known. The patient¿s estimated blood loss (ebl) was noted as being approximately 200 to 250 ml. The patient¿s blood pressure quickly returned to normal, and then the patient was re-setup on another machine to continue the hd therapy. The patient was able to complete the hd treatment without any further issues. No other medical intervention was required beyond the administration of a saline bolus. Follow-up with the area assistant technical operations manager revealed that the clamp on the dialysate inlet line at the back of the machine was found to have caused damage to the tubing which led to the dialysate leak. Simultaneously, the bloodline and dialyzer clotted as a result of no dialysate circulating through the lines. Following the event, the 2008t hemodialysis (hd) machine was removed from service for evaluation. The line and the clamp were replaced to resolve the issue. Functional testing performed by the biomed confirmed the unit was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. The patient continues on hemodialysis without issue. The bloodline and dialyzer are not available to be returned to the manufacturer for evaluation as both were discarded by the user facility.